Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon. The balloon was loosely folded with blood and contrast in the balloon and lumen. The balloon, markerbands, and proximal weld were microscopically inspected. Inspection revealed a pinhole in the balloon material at the distal edge of the distal markerband and another pinhole 7mm proximal of the distal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The ruptured balloon was removed from the patient completely and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The ruptured balloon was removed from the patient completely and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good